Event description:
Customer reported via phone call of being hospitalized due to bent cannula and absence of no delivery alarm. Customer was throwing up and had diarrhea. Customer reports to have been hospitalized on (B)(6) , 2015 with blood glucose of 700 mg/dl. Customer was hospitalized due to diabetic ketoacidosis. While on call, customer reports of receiving a motor error alarm. After troubleshooting, customer was advised that insulin pump would need to be replaced and to revert to back up plan.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.